Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.4 a. The criteria is <55 a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 56/54 mg/dl, for level high were 227/231 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. Because patient did not return her strips, so we tested the retain strips of same patient's batch from our warehouse (strip lot number:d160425-1). The control solution tests for level low were 61/60 mg/dl; for level high were 250/252 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass .

Event description:
This is a supplemental report to initial report 3005862821-2017-00085 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from prodigy diabetes care on sep. 04,2017 and an investigation results of the suspect devices were completed by ok biotech.

Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 08/25/2016. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 2:00 pm after the end user stated that her test strip were not responding with her prodigy diabetes meter. The end user passed out while in the swimming pool and was immediately retrieved. The paramedics were called and performed a blood glucose test with their meter and the result was 19 mg/dl. The end user was transported to the ER and d50 along with sugar water was administered to assist in stabilizing her blood glucose. Upon arrival to the ER she received an additional dose of d50 with sugar water. A chest x-ray, blood work and a nose swab were performed. The end user was diagnosed with (B)(6). After 3 - 5 hours in the ER the end user was discharged and instructed to follow-up with her pcp. No additional details were provided in regards ot this medical event.